Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-1999hh ratcheting handle broke. This occurred during the removal of the central screw for the mgs baseplate, the driver while trying to reverse the screw out during a revision rtsa due to an infection. The blue handle and the ratcheting mechanism became disassociated. There was no additional information provided, additional information has been requested. Additional information was provided on 06/26/2023, it was reported that this event occurred on (B)(6) 2023. All fragments of the broken device were retrieved. The initial case was a reverse total shoulder arthroscopy procedure in (B)(6) of 2023. The devices that were implanted are as follows; mgs and revers stem, suturecup, poly. The mgs and revers stem, suturecup, poly were explanted. The case was completed when they opened the hospital's screw removal set to get another driver handle.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.